Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unknown at this time.

Event description:
Information was received that a revision procedure was performed october 8, 2020. As per the reporter, the patient presented lysis, scalloping, and pain post lengthening. X-ray imaging revealed a bony change at the junction of the male and female components of the nail.

Manufacturer narrative:
Device labeling: metallic implants can loosen, fracture, corrode, migrate or cause pain. Device evaluation provided by lirc: corrosion scoring: the grading showed a contrast in the evidence of severe corrosion at the extendable junction of one nail compared with mild to no corrosion in the opposite nail. Plain radiographs captured of patient post-implantation pre-removal showed evidence of cortical thickening in bony regions aligned with the extendable junction of the nails. Surface damage - damage within the screw holes was predominately observed in holes 1-3. H3 other text: device returned to lirc.